Event description:
A customer reported that they were receiving an err4 error code, battery icon, and the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back. A final report will be submitted when the investigation is completed.